Event description:
It was reported that during a transcatheter aortic valve implant procedure, the loading check showed a fold/overlap to node 3 with 5-4 revealed. It was decided to use the valve but an infold was observed upon contact with the annulus. The valve and delivery catheter system (dcs) were withdrawn from the patient. A different system was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013235803); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID l-evolutfx-34 (lot: 0012914430); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the loading check showed a fold/overlap to node 3 with 5-4 revealed. It was decided to use the valve but an infold was observed upon contact with the annulus. The valve and delivery catheter system (dcs) were withdrawn from the patient. A different system was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that clarified the loading check showed a fold/overlap up to node 3 and a half. A procedural delay of approximately 15 minutes occurred as a result of the infold for loading a new valve.per the physician, the patient's calcification contributed to the infold.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.